Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure while the peg tube was being pulled through the stoma site, the loop wire on the end of the peg tube broke off outside the patient. Nothing fell into the patient. The physician was able to pull the device through the stoma by hand. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Reported event of loop wire detaches. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the silicone tubing to have been cut at approximately 1.6cm proximal the outer ring. The wire loop attached to the dilating tip had been broken with the detached section measuring approximately 7cm long. The detached portion of the wire presented kinking at the apex where the pullwire and wire loop interface. The broken ends of the wire loop were found to be frayed and twisted. The wire loop appears to have failed while undergoing tensile force at two points on each side of the loop and not at the apex where the pullwire and wire loop interface. The condition of the returned unit was consistent with the complaint incident that the device wire loop broke. During placement the pullwire is looped through the wire loop and pulled tight. The device is then pulled through the stoma by applying tensile force to the pullwire and the delivery system. The tensile force should be evenly distributed through both halves of the wire loop with maximum load received at the apex or proximal end of the wire loop. The damage found to the wire loop indicates the tensile load was received at the sides of the wire loop and not the apex. It cannot be determined how much force was applied or if the force was concentrated on the sides of the wire loop during placement. Therefore, the most probable root cause is undeterminable. A review of the device history record was performed for lot 14425248 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14425248.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure while the peg tube was being pulled through the stoma site the loop wire on the end of the peg tube broke off outside the patient. Nothing fell into the patient. The physician was able to pull the device through the stoma by hand. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.